Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/29/2026, it was reported that the patient experienced a brief sensor issue where the sensor showed error 042. The patient felt dizzy and collapsed. The last cgm value the patient received was 69 mg/dl. At the time, she was in a supermarket and someone called an ambulance. The ambulance arrived and took her to hospital around 5:30 pm, where her blood glucose level was 33 mg/dl. A doctor at hospital treated the patient with IV glucose. The patient was discharged the same day around 11 pm (less than 24 hours). At the time of the report the patient was feeling better. No other details were documented no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient felt dizzy and collapsed. At the time, she was in a supermarket and someone called an ambulance. The ambulance arrived and took her to hospital, where her blood glucose level was 33 mg/dl. A doctor at hospital treated the patient with IV glucose. At the time of the report the patient was feeling better. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.